Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc device. The customer was unable to receive glucose scans and experienced a loss of consciousness, requiring treatment of oral glucose from third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a sensor error message from the adc device. The customer was unable to receive glucose scans and experienced a loss of consciousness, requiring treatment of oral glucose from third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was properly seated no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Inspected the plug assembly, no issues were observed. De-cased sensor and no issues were observed on the pcba (printed circuit board assembly). Measured the battery at 0.00v which is below the specifications of 1.45v to 1.65v. Extended investigation has also been performed. An additional visual inspection was performed and no issues were observed. The battery was again measuring below specifications therefore, the issue is confirmed to a low battery. All pertinent information available to abbott diabetes care has been submitted.